Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch and the generator interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2800 system locked up with the audible beep and x-ray light stuck on during a case. The 2800 system had to be rebooted and the procedure was completed. No pt injury was reported.